Event description:
Per rn, bsn, pcc; we were doing a peg tube placement in 2006.. Cut was fine.. Trocar insert and noted in wall of stomach.. Guidewire advanced per protocol and snared without difficulty. Scope was withdrawn and peg tube was placed over guidewire protuding out of mouth. As physician was sliding tube over guidewire, staff noticed could not pull guidewire out of incision. Both physician and staff tried, but couldn't get guidewire to advance or remove. Peg tube was removed from guidewire and physician continued to try and remove guidewire consulted with another gi physician for help, still could not remove guidewire (which was coming into stomach wall from trocar and extending out of patient's mouth). After numerous tries, surgeon was consulted, patient taken to operating room where it was found that the guidewire had somehow got wrapped around omentum (and small amount dead omentum noted). Patient ended up having to have a exploratory lap with a gastrostomy tube placement. (No sample returned)

Manufacturer narrative:
The complaint is inconclusive as the actual complaint device was not returned for evaluation. The lot number is unk and the device was not returned. No DHR review is possible without a valid lot number. A search of the database was performed from 01/11/2006 to 01/11/2007 and no other complaints for "difficult to remove" were found. No CAPA required as the complaint has not been confirmed as manufacturing related.